Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that a year after implant date they no longer felt pain relief from their device. The patient stated that the implant was not planted correctly for the implant was barely under their skin and it was miserable. Patient stated that they were unable to sit down since everything hurt. About 4 or 5 months ago the patient no longer charged their implant. Patient was no longer able to connect to their implant and they would like for their implant to work again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not getting relief therefore stopped charging the ins. Patient stated now they cannot get it charged at all. Patient reported about a year ago they showed their implant to a doctor and he claimed that the device wasn't installed correctly. Hcp claimed that the implant doesn't have enough skin/fat over it. Patient was  complaining to him that they can't sit on anything that doesn't have a pillow back, due to it hurting so bad to be touched; so being frustrated with it they quit using the thing. Patient stated now back pain was unbearable and they are trying to get the ins up and running.